Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was found to have dislodged. The plan was to revise the lead. An attempt to gather more information on the product status and details. No adverse patient effects were reported.